Event description:
It was reported that the ilet user experienced two unsuccessful infusion set deployments in which the needle did not puncture the skin, and glucose levels remained stable throughout; troubleshooting and education were completed with no device alerts or alarms. No reported symptoms or adverse clinical effects. Outcomes included no impact on health status and no need for medical intervention. Investigation included user troubleshooting, review of deployment steps, and education on proper infusion set placement. Investigation of this case revealed deployment error of the infusion set, and the likelihood of incorrect attachment or technique related to the infusion set and connector components. It was concluded, based on previously established findings for similar reports, that the cause was user technique error during infusion set deployment.